Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The medical history is unknown. It was reported that approximately one month post-implant, the patient presented emergently to a hospital that was not the original implanting facility. The patient was in shock due to cardiac tamponade. The patient was found to have a retrograde type a dissection, which the treating physician believes was related to the tevar procedure which included chimney stenting of the left common carotid artery. The treating physician commented that the dissection was not related to the valiant device. The pericardium was drained, but the patient developed paraplegia. Open surgery was performed to remove the stent graft from the patient and repair the dissection. No additional clinical sequelae were reported, and the patient is recovering in the hospital.

Manufacturer narrative:
(B)(4). Results: dissection, shock, paraplegia. Implanting in aortic arch with chimney stenting of left common carotid. Insufficient information; cause is unknown. Conclusions: dissection, shock, paraplegia. Implanting in aortic arch with chimney stenting of left common carotid. Insufficient information; cause is unknown.